Event description:
Foot plate of kerrison has broken completely off. May be in pt. Additionally, the physician was doing an internal cervix fuison using the device to bit off little pieces of the bone when it broke. The piece that broke o0ff was not visibly located in the pt or on the operative field. Another device was obtained and the case proceeded without further incident. Radiogly was called in and the broken piece was located inside of the pt. The broken piece had migrated posterior through the spinal column to c-4. The physician called in a neurosurgeon and a decision was made to leave the broken piece inside the pt.